Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional confirmed capsular contracture, baker grade IV.

Event description:
Patient reported right side "intracapsular of the right breast implant" "contracture and possible extra contracture", baker grade unknown, "pain intracapsular," "loss of sensation and loss of range of motion", "rash under breast," and "the breasts are asymmetrical and misshaped." Device remains implanted.

Manufacturer narrative:
Previously reported date was in the future. Explant confirmation has not been received.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "intracapsular of the right breast implant" "contracture and possible extra contracture", baker grade unknown, "rupture and pain intracapsular," "loss of sensation and loss of range of motion on both sides," "left breast is swollen," "rash under breast," and "the breasts are asymmetrical and misshaped." Device remains implanted.